Manufacturer narrative:
(B)(4). The concomitant products: carto 3 system, model# fg-5400-00m, serial # (B)(4); lasso nav variable eco, model# d-1343-02-s, lot# 17054772l. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer experienced several issues. Issue#1: the smart touch catheter could not be deflected as intended. The cable was changed but the issue continued. The issue was resolved by changing the catheter. Issue#2: error 116 and a signal noise occurred when the customer used lasso 2515 nav eco catheter. The issue was resolved by changing the catheter to another one. Issue#3: the heavy noise occurred at the electrodes 1-2 of the smart touch catheter. It was unknown how to the issue was resolved. The procedure completed without any patient consequence. All of the above issues are not reportable malfunction. Upon receiving the product in biosense webster lab on (B)(4) 2015, it was noticed that t-bar sharp sliced thru at tip lumen, making this event reportable. This condition was not reported and observed by the customer before shipment. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the customer experienced several issues. Issue#1: the smart touch catheter could not be deflected as intended. The cable was changed but the issue continued. The issue was resolved by changing the catheter. Issue#2: error 116 and a signal noise occurred when the customer used lasso 2515 nav eco catheter. The issue was resolved by changing the catheter to another one. Issue#3: the heavy noise occurred at the electrodes 1-2 of the smart touch catheter. It was unknown how to the issue was resolved. The procedure completed without any patient consequence. All of the above issues are not reportable malfunction. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that t-bar sharp sliced thru at tip lumen, making this event reportable. This condition was not reported and observed by the customer before shipment. Upon received the catheter was visually inspected and it was found that the t-bar was sharp and sliced thru at tip lumen and measures about 12mm in length. This complaint was under r&d review due to deflection bar was slid out of position. A corrective action has been opened to address and resolve this t bar issue. A corrective action has been opened to address and resolve this peek housing issue on smart touch families. The customer complaint has been confirmed. The sample could not be used for further analysis and was discarded by r&d, upon completion of the investigation as a result of handling and dissection. Therefore no analysis was performed (including noise issue). Nevertheless, this device was inspected prior leaving the facility and every single electrode of this catheter was electrically tested. In addition, DHR verified that this complaint unit was in good condition. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.